Manufacturer narrative:
This is an initial report. Investigation is ongoing.

Event description:
De-threading of a screw head and patient reaction was reported.

Manufacturer narrative:
(Annex c) 4247 - this complaint was not escalated to root cause analysis. (Annex d) 4316 - this complaint was not escalated to root cause analysis.